Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak from the septum of the connector while infusing IV fluid on an oncology unit. No pt harm was reported and no other details available.